Manufacturer narrative:
Initial and final (B)(4) device 1 of 2.

Event description:
Reference number : (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set accidentally pulled out event on (B)(6) 2026 during use due to tubing catched on something. The infusion set was used for one day. The patient experienced blood glucose level was 550mg/dl and treated with correction injection via multiple daily injections. No further information available.